Event description:
While on patient the flow sensor failed. The flow sensor was changed and expiratory valve reseated. The device failed again. Per manufacturer's response to the hospital, the flow sensor cable and flow sensor switch was replaced.